Event description:
Customer called to report a leak from the wash collar of the unicel dxc 800 synchron system, which was observed while attempting to clear a possible clog. The field service engineer (fse) inspected the instrument and found a clot had aspirated and was clogging the wash collar vacuum valve. The fse then cleaned the clot from the valve and flushed the collar and tubing. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The issue was resolved after the field service engineer cleared the clot in the valve, and flushed the collar and tubing. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)